Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6 and h10 . Result of investigation: due to the unavailability of photographs, specific quantities of the affected material, and samples available for evaluation, it is not possible to determine the root cause of the event. The results of the functional tests, pivot opening, tightness, thickness monitoring, bottle seal diameter and thickness monitoring, backpressure opening, and statistical inspections by stage, as well as each of the rejections due to defective items identified and segregated during product manufacturing, are available. Test results comply with validated parameters and product specifications.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 002620 - humidifier kit 500ml 12/cs was so full that bubbles backed up to the tubing and water backed up in the cannula. Also, the tubing for oxygen was being filled with water, and water drips into the nose of the patient and into the cannula. The patient's status is currently unknown.